Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient, alleging a display issue with the animas insulin pump. The display on the pump is hard to read and is gradually getting worse over the past 6 months. Subsequently, the patient was feeling shaky the day before and was able to administer self treatment with glucose booster drink. His blood glucose came up within the normal range, 110-120 mg/dl. The patient was unable to determine if the cause of the event was due to taking too much insulin for the number of carbohydrate or if he was unable to read the pump correctly. Troubleshooting indicated there was product misuse or trauma. The subject pump was not exposed to moisture. The battery was changed but the issue was not resolved. The subject pump was replaced and requested back for investigation. This complaint is reported due to the unresolved display issue. The patient¿s blood glucose and reported symptom did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.